Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the pump was sensing air in the line. It has resulted in pump changes, re priming lines, disconnecting the cassette to ¿flick¿ micro air bubbles. This had resulted in several interruptions with dosing of medications and at time wastage. The reporter tried to resolve the issue by keeping the bags upright, ensuring that when the line was primed there was no air initially, warming the medication to room temp and various other remedies. The air sensors on the pumps were set to low but despite this, the air alarm continued to occur. The air that they were seeing was minimal and with the previous pumps it was not an issue. There was unknown patient involvement, and unknown signs or symptoms experienced.